Event description:
Pump replacement was planned.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a device manufacturer representative (rep). The patient's dose of baclofen prior to the failure was 900 mcg/day.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported that the pump was replaced (B)(6) 2015 and per the reporter they were seeing low battery resets (multiple instances) in the logs.

Event description:
Additional information later received reported the catheter was confirmed patent. The new pump was placed in minimum rate with gablofen. The patient will return to the managing healthcare provider for the dosing strategy.

Event description:
It was reported an alarm was confirmed by telemetry. The hcp stated patient was in a home and no one had reported hearing an alarm. Telemetry confirmed a non-critical alarm is occurring. Alarm due to eri. Per the hcp in october the pump was reading eri was 47 months and eri occurred on (B)(6). The pump says replace by date is (B)(6) 2015. Programmer has software version aar. The flow rate has remained the same since implant. The hcp planned to contact the manufacturer representative and see if the pump can be interrogated with a different programmer to confirm eri alarm had occurred. The next day it was reported the patient was seen by the manufacturer representative. The pump was interrogated and eri had occurred (B)(6) 2014. Eri was premature, last interrogation showed eri of 46 months. The pump was used to deliver baclofen. No symptoms, interventions or outcome reported. Further follow-up was being conducted to obtain information. If additional information is obtained a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l78418, implanted: (B)(6) 2000, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed pump motor feed thru anomaly, shorting across the insulator, pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft-bearing.